Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/28/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance pull off suture needle. An empty opened overwrap packet and a winding former with seven needle-suture combination and a parked needle were returned for analysis. The product code is control release and contains eight strands per packet. During the visual inspection of the sample, seven needle-suture combination and a detached needle in slot #1 were noted. The needle was examined, and the swage and attachment area were as expected; however, the suture was missing due to a detached needle. In the visual inspection of seven needle-suture combination, the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause of performance pull off suture needle is a missing suture strand due to detached needle. Per the conditions of seven needle-suture combination, no attachment defects were found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. During surgery, it was found that the suture had been detached from the control release needle. There were no adverse patient consequences reported. No additional information was provided.